Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5diff cap pierce hematology analyzer intermittently generated high basophil (ba) results without instrument generated flags for three patient samples. The erroneous results were not reported out of the laboratory. No basophils were seen on the slides for the patients. The results are shown in the attached file. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The samples were collected in edta tubes. No other details were provided. Controls were run before and after the incident and were within the established ranges. The instrument is currently performing within the qc specifications. Only one patient sample was provided with manual differential results that showed no presence of basophils. The same sample run on the instrument showed basophils of 6.4% with an operator defined basophilia flag. Wbc results were not impacted. Two other samples provided showed elevated basophil results with operator defined basophilia flag, but did not include manual diff results. On (B)(4) 2011, bec field service engineer (fse) found crystal formation on the wbc lyse pickup tube. Wbc lyse tubing was flushed and the wbc lyse reagent was replaced along with vl11 (valve). The fse ran qc and all results were within the range. The fse ran patient samples to confirm. No more basophilia flags were observed. The root cause for the elevated basophil results can be attributed to the crystal formation on the wbc lyse pickup tubing.